Event description:
Related manufacturer reference number:1627487-2022-04046. It was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken in the beginning of 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Explant date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.